Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): patient selection was added to capture the device being used on a morbidly obese patient. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempting using a starclose se device via a 6fr sheath after a diagnostic procedure. Reportedly, when splitting the starclose se sheath, strong resistance was noted with the thumb advancer. Carving of the sheath was noted and the clip was deployed at the distal end of the starclose se sheath. The access ports were used and the starclose se device was removed from the patient anatomy without issue. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The failure to advance the thumb advancer could not be replicated in a testing environment due to the condition of the returned device. The clip at the distal end of the device could not be confirmed as the clip was not returned. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.